Event description:
It was reported that during surgery on (B)(6) 2015, the surgeon was not able to insert correctly the znn cmn lag screw 10.5x95 into the femoral head. The surgery was delayed for less than 15 minutes.

Manufacturer narrative:
The MFR did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).